Manufacturer narrative:
Gtin for model 24010-0007t, lot 16115442 is 10885403271021. A 100ml baxter bag ndc 0338-0048-18 lot number p358390 sodium chloride 0.9% fludarabine. The affected product has been received. A follow up report will be submitted with investigation results.

Event description:
The customer reported a few drops of chemo leaked from the connection of the texium valve on the secondary set to the second smartsite y-port on the primary set during an infusion of fludara 50 mg/100 ml at 200 ml/hr. The leaked occurred near the end of the infusion. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak at the texium connection to the smartsite was confirmed. No anomalies were observed on either set during visual inspection. Functional testing resulted in no leaking; pressure testing resulted in leaking from the engagement between the texium and the primary set's second smartsite. The root cause of the leak was not determined.